Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (approx. 300 mg/dl). Cartridge and infusion set were changed out and a correction bolus was delivered. Customer's bg level improved to 200 mg/dl. System check could not be performed with tandem technical support for this event as the customer had changed out supplies prior to contacting tandem. Customer declined follow up.